Event description:
Patient's meter was reading inaccurately low. Patient did not report any symptoms. They obtained a "hi" at 12:59 pm. When the emt arrived, emt obtained a "hi" as well. They were taken to the hospital where they were placed in ICU. No blood glucose reading or treatment information were provided from the hospital. Patient normally takes humalog on a sliding scale and 35 units of lantus in the evening. There was no evidence that the meter was reading inaccurately high, since both the meter and the emt read "hi" and there was no control solution test performed. Patient's family member did report the meter having a cal code and date/time issue. It is unknown when the meter started having issues, however, the meter would prompt the cal code number after resetting the meter options and inserting a new test strip. The patient would be unable to obtain a blood glucose reading, if the meter would only prompt the cal code number upon test strip insertion. The customer service representative attempted to troubleshoot, however, the meter was replaced because the issues could not be resolved.